Manufacturer narrative:
The reported issue was resolved though phone support. The technical service engineer (tse) advised the customer to remove the instrument with cannula. The system was verified and ready to use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was unable to remove an instrument from the universal surgical manipulator 3 (usm3). The system displayed a message indicating "arm not ready. Remove instrument to continue." The technical service engineer (tse) advised the customer to remove the instrument with the cannula, the customer did so successfully but had difficulties removing the instrument from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to provide the instrument information. The customer did note that it was found that the instrument had a broken shaft, which caused the removal issue. The customer was unable to confirm if a fragment had fallen in the patient or not. There was no increase in the port incision when the cannula was removed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section, but no pieces were missing, and no thermal damage was observed. Additionally, a dislodged proximal clevis was found at the base of the tube extension. The components adjacent to the dislodged proximal clevis showed damage, and the tube extension was confirmed to be broken. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy.